Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged prime/fill anomaly found on 08-dec-2021. Device did not pass the displacement test and self test. Successfully utilized thus to download history/trace files. Pump error 3, pump error 53, pump error 54, and pump error 63 were alarmed during testing. Pump error 3 on 04/26/2022 09:31:06.000(file number= 2002, line number= 2803), pump error 53 on 04/26/2022 10:11:00.000 (esf2658998, file number= 26, line number= 1384), pump error 54 on 04/26/2022 09:31:04.000(file number= 32149, line number= 202) and pump error 63 on 04/26/2022 09:32:52.000(file number= 37, line number= 367) with variable 3. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and keypad overlay texture damage. Device was cut open to perform visual inspection, moisture damage was found on the motor and force sensor. In summary, pump error 3, pump error 53, pump error 54, pump error 63 were alarmed during testing. Pump error 3 was a consequence of pump error 54. Pump error 53 was found in download history, possible hardware issue confirmed due to electronic assembly. Prime/ fill anomaly was confirmed due to moisture damage on the force sensor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received from medtronic indicate that the insulin pump had prime/fill anomaly. The insulin was not squirting out during the fill tubing process. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.